Event description:
It was reported that an implant was removed due to a loss of integration and an allergic reaction.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a4: patient weight: unknown / not provided.